Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via solution tracker, the customer's spouse was reached. Customer's spouse stated customer was having issues with the sensor giving inaccurate readings. The sensor has been activating the threshold suspend his blood glucose was at 55 mg/dl. It seems the sensor is off by 60 to 80 points. Customer stated all night the sensor would alert so they had to change the setting on the insulin pump. First time it shut off sensor reading was 55 mg/dl and his blood glucose was 140 mg/dl. Customer spouse also indicated the customer was wearing the sensor on his arm. Customer's spouse declined troubleshooting assistance and is not returning the sensor for analysis.